Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board. The device also had a cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin leaked inside the insulin pump. The customer's blood glucose is unknown. The insulin pump was replaced and returned for analysis.